Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurences. Therefore, this report represents an isolated occurence. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Breakage and detachment of the outer sheath near the distal end can occur if the elevator is in the closed position when attempting to forcefully retract the needle knife from the endoscope. The instructions for use caution the user that the elevator of the endoscope should remain open when advancing or retracting the papillotome. This activity will aid in device preservation. Prior to distribution all huibregtse triple lumen needle knives are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report could not be verified. This report represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During and endoscopic procedure, the physician used a cook endoscopy huibregtse single lumen needle knife. At some point during this procedure, a 10cm section of the purple tubing detached from the needle knife device and lodged inside the endoscope undetected by the physician. The endoscope was cleaned and used in a different procedure with a different patient. During this procedure, the 10cm section of the purple tubing detached in the patient. Forceps were used to remove the tubing from the patient. Both patients were subjected to testing. Both patients tested negative. Other than what is described above, no additional medical procedures were required in response to this observation. The patients did not experience any adverse effects due to this observation.